Event description:
A 6 year-old boy, was originally implanted on october 8, 1997. His system functioned normally from the time of implant until march, 1999. According to the implant center, pt's parents called the ctr on march 16, 1999 because their son had reported to his teacher that his device was no longer working. The child was seen at the ctr that same day for complete device evaluation. Testing conducted at the center, including a change-out of the external equipment, confirmed that the implant was no longer functioning. Explantation/reimplantation occurred on april 2, 1999. Pt was reimplanted with another clarion.